Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. The customer's blood glucose level was reported as "high," prompting a correction bolus via the pump. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.